Event description:
On 2026-mar-13 additional information was received from the patient. The patient called back and said after calling and increasing everything was working fine until a couple of days ago and now they were not getting any signals about the need to urinate. Reviewed some interstim information and offered to assist the patient to synch and potentially make a therapy adjustment. The patient was successful and after making a one tenth increase they stated that was too strong and decreased back down so it was comfortable again. Reviewed some information about program changes. The patient said they had never talked to their doctor about making a program change. The patient said they would call their doctor. Reviewed they can call back if they needed support in the future.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they had some cancerous lesions removed yesterday, and since they came home, they cannot stop leaking. The patient said they are constantly leaking urine, especially when they are lying down and when they sit up. The caller also mentioned that it occurred all throughout the night. The agent asked if the patient's implant was turned off for the procedure, and the patient said no, their healthcare provider did not even know they had the device. The agent walked the patient through connecting to their settings, and the patient was able to successfully connect. The patient increased stimulation to a comfortable level. The patient will maintain the stimulation level and will continue to track symptoms. The agent redirected the caller to the hcp to ensure there are no additional issues with the ins.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.